Manufacturer narrative:
The reported event was identified during review of a journal article. Dr. Yi-xin zhou, et al. Total hip arthroplasty using modular trabecular metal acetabular components for failed treatment of acetabular fractures: a mid-term follow-up study.

Event description:
It was reported in a journal article that two patients had periprosthetic infection. They were treated with initial implant removal, irrigation, and debridement. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown longevity acetabular liner, unknown femoral stem, unknown biolox forte femoral head, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.